Event description:
It was reported that the pump did not deliver insulin as intended and the pump shut off unexpectedly. During troubleshooting with tandem technical support (cts), the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. Reportedly, the customer went to the emergency room and subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl. No additional information was provided and the customer declined troubleshooting with cts. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.